Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified unspecified vessel. A 4.0mmx40mmx40cm sterling¿ balloon catheter was selected to dilate the lesion; however the device was unable to cross the target lesion. Dilatation was performed at the proximal side of the lesion. During the first inflation, the balloon ruptured at 2 atmospheres. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.